Manufacturer narrative:
A supplemental report is being submitted for additional event details. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient did not undergo gallbladder surgery and the driveline sheath was repaired.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the ventricular assist device (vad) (B)(6) and the associated driveline cable was not returned for evaluation. Review of (B)(6) service history records indicated that the device was previously serviced and the repair actions were verified. A review of the device history record was not performed as the reported event is not related to a manufacturing issue. Review of the autologs report revealed an increase in power consumption and estimated flows starting on 10/jan/2025 to parameters above normal operating range. On-site inspection, as well as visual evidence revealed damage to a previous repair, new damage to the outer sheath, and discoloration of the outer sheath. A driveline sheath repair was performed to mitigate the reported conditions. As a result, the reported events were confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on the available information, the most likely root cause of the reported high power event can be attributed to external factors such as thrombus formation/ingestion. Per the instructions for use, pain is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Based on the available information, the most likely root cause of the driveline repair damage may be attributed to factors such as normal wear over time and improper handling. The most likely root cause of the driveline sheath damage and observed discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a history of heart failure and an implanted ventricular assist device (vad) presented with acute abdominal pain. A computed tomography scan identified inflammation of the gallbladder, and a plan was made to surgically remove the gallbladder. The vad was noted to have a damaged driveline sheath, with areas where tape from a previous repair had unraveled, though no exposed wires were visualized. Additionally, there was a slight increase in the flow and power of the device, which was observed in the logs but had since stabilized within normal limits. No alarms were reported from the device, and its function remained as expected. A transthoracic echocardiogram and lab tests, including an international normalized ratio of 3.5, were conducted. It was discussed that anticoagulants might be administered, though it was unclear if this occurred. The driveline sheath remains in use and was recommended for repair after the planned gallbladder surgery. The patient remained alive with no reported injuries.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.